Event description:
Ous MDR - after an implantation time of about 36 months, a sudden increase in the impedance to >3000 ohm and rv oversensing associated with inappropriate shocks were reported. The lead was explanted and returned to biotronik. Aside from the shocks, no deterioration of the patient's state of health was reported.

Manufacturer narrative:
In the returned state, the lead was cut through 22 cm proximal of the tip electrode. A proximal and a distal lead fragment were returned for analysis, about 2.5 cm of the lead body were missing in-between. The returned lead fragments were thoroughly analyzed. During the analysis, multiple signs of abrasion could be seen along the lead body. Especially at the distal lead fragment, the insulation was damaged due to fraying. This damage manifestation is with high probability the cause for the noise artifacts in the rv channel, which led to the shock delivery, as was mentioned in the complaint. In addition, a conductor fracture of the rope conductor to the ring electrode was detected. This conductor fracture explains the pacing impedance >3000 ohm, which was clinically observed. The position and kind of this damage manifestation speak for massive mechanical stress on the lead in the implanted state. Considerable lead movement in the region of the tricuspid valve should be considered as cause. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. In the further course of the analysis, a part of the insulation was separated from the lead body and not available for analysis. The rope conductor to the shock electrode was cut off in this area, the proximal part of the rope conductor was also missing. The characteristics of the noted damage manifestation lead to the assumption that the damage occurred during the explantation process. There were no indications of material defects or manufacturing errors.